Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to damaging of the whole system during open heart/valve surgery. A new device was implanted 10 days post explant. No additional adverse patient effects were reported.

Manufacturer narrative:
The affected device has not yet been returned to the manufacturer for investigation. Should additional information become available, this report will be updated.

Event description:
It was reported that an implantable cardioverter defibrillator was explanted due to damaging of the whole system during open heart/valve surgery. A new device was implanted 10 days post explant. No additional adverse patient effects were reported.